Event description:
Abbott freestyle libre 3: I have 3 cgms that failed with "start new sensor". The sensors were dead out of the box. The error code: er3,373,I (letter eye). I use the freestyle libre 3 reader (sn: (B)(6)). The reader passes self test. I contacted abbott's customer support line and they refused to replace these three sensors. The expiration date is 2025-03-31. Abbott says that they will not replace a failed sensor if the user reports more than nine failures in a six month duration. In that interval, I had 15 consecutive sensor failures where were remedied when abbott sent me a new reader. Abbott admitted that these 15 failures were not my fault, but are counting those 15 failures against me. This has cost me (B)(6) out of pocket, and now I don't have a working continuous glucose monitor. Reference reports: mw5161690, mw5161691.